Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor screen would turn white and stay white until the monitor was turn off or the cable was unplugged and then plugged back in again. Multiple different blades were tried and the same thing would happen. Another cable was tried and it worked without any issues. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.